Event description:
It was reported to philips that the device had ECG error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 (serial number b9620260353) was returned to philips for additional analysis. The complaint was escalated for technical investigation and the results indicate that the pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. This pca was returned "ECG equipment malf error". This was not verified in lab testing. The pca passed all tests during op check and general testing. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed.

Manufacturer narrative:
Correction: it is the dfm100 assy processor (serial number (B)(6) ) instead of dfm100 was returned to philips for additional analysis.